Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), revealed driveline wire damage and superficial damage to the silicone outer jacket; however, a specific cause for the damage could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. A distal portion of the driveline, measuring approximately 38¿ from the controller connector (cc), was also returned. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and detached from the pump inlet port. The apical sewing ring was not returned with the device. The sealed outflow graft and sealed outflow graft bend relief were returned detached from the outlet elbow. The outlet elbow was returned attached to the pump outlet port. The bend relief collar was returned detached from the outflow graft bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations which would have contributed to a functional issue during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The driveline was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed several areas of insulation thinning as well as an insulation breach. Insulation thinning was observed on the black and brown wires approximately 7¿ from the pump header. An insulation breach was observed on the yellow wire approximately 4.5¿ from the pump header. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed an additional area of current leakage: brown wire approximately 4¿ from the pump header. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Superficial driveline damage to the outer jacket approximately 11.5¿ from the controller connector was also noted. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The heartmate ii lvas patient handbook, rev. C, is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that investigation of the returned portion of the driveline from the left ventricular assist system (lvas) confirmed driveline wire damage.